Event description:
Pt care giver called and alleged that the customer leaned against the buttons on the chair and turned the chair all the way up without realizing she did it. She bumped into a basket and scraped her leg.